Manufacturer narrative:
Photos received by our quality team for investigation. Upon visual inspection, box is displayed, additionally torn product packaging blister pack is observed. No other defects or issues observed. Physical sample is required to further analyze. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
Additional information received. During the nf (B)(4) conference, referring to the supplier, it was observed there is a divergence of quantity referring to the product syringe desc. 05ml luer lock without needle bd, which has (B)(4) units of (B)(4), the same also presented 2 units with torn packaging as the attached image. Customer provided to us the additional information below. Could you provide the shipping box number or send photos where you can see the box label? Please see attached. Which region of the package is torn, near the peak, near, or on the sides? Both were close to the side. Images attached for better understanding. Did you notice any damage also on the shipping box where the products were received? No damage was found on the boxes received. On the form it is quoted "as per the attached image", could you send us the photos that show the deviations? Please, see attached.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd plastipak¿ syringes had torn packaging units. The following information was provided by the initial reporter, translated from portuguese: "during the nf 961927 conference, referring to the supplier, it was observed there is a divergence of quantity referring to the product syringe desc. 05ml luer lock without needle bd, which has 680 units of 700, the same also presented + 2 units with torn packaging".